Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke. The port was removed. There was no reported patient injury.

Manufacturer narrative:
It was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: one MRI lp with 7fr s/l groshong catheter were returned in two segments. Visual and microscopic investigation noted a complete circumferential break at the 10 cm depth marker. The specific type of break could not be identified, therefore, the investigation is confirmed for a subcutaneous leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 12/2019).

Event description:
It was reported the port stem allegedly broke in the middle of the catheter. It was further reported that the port body was removed. There was no reported patient injury.

Event description:
It was reported the port stem allegedly broke in the middle of the catheter. It was further reported that the port body was removed. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to demonstrate changes made to the manufacturing review section below. It was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date, the quantity affected is one unit. Investigation summary: one MRI lp with 7fr s/l groshong catheter were returned in two segments. Visual and microscopic investigation noted a complete circumferential break at the 10 cm depth marker. The specific type of break could not be identified, therefore, the investigation is confirmed for a subcutaneous break. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.